Manufacturer narrative:
User facility report number: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the clearlink duo-vent secondary medication set has faulty tubing. It was further reported that the medication came out of a crack in the plastic spiking device even though the roller was closed. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.